Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. The reporter confirmed that there was no known damage to the keypad or moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the pump keypad appeared to be intact with no evidence of damage or peeling. The keypad buttons were tested and the keypad buttons were found to be responding appropriately to presses. The keypad was removed and there was no evidence of contamination under the keypad contacts.